Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified customer issue during testing. To resolve the issue, the stm tightened the helium connections on the cart and on the high pressure helium regulator. The iabp was no longer leaking helium, and the stm completed all functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for patient use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Full event site name: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.